Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure via jugular vein, introducer needle allegedly leaked air. It was further reported that the introducer needle was found ruptured when drawing saline. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure via jugular vein, introducer needle allegedly leaked air. It was further reported that the introducer needle was found ruptured when drawing saline. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. One electronic video was provided for review. The video shows the clinician was trying to aspirate saline through the introducer needle and it was unsuccessful. Then during flushing the saline and a leak was observed through the hub of the introducer needle. Therefore, the investigation is confirmed for the reported fracture and air/gas in device issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.